Event description:
This pt developed a skin flap infection that progressed to a systemic infection. Concomitant with the systemic infection, pt also developed endocarditis. Given the severity of the infection, the health care provider elected to explant the pt nucleus 24 cochlear implant.